Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full 8042 lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient had lead erosion on the left side and recurrent bacteremia. The patient underwent extraction of all hardware and a new system was replaced at a later date. No further patient complications have been reported as a result of this event.